Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. The ticket search by lot indicates that the reagent lot 18105un21 has normal complaint activity. A review of tracking and trending did not identify any trends for the complaint issue. Device history record review did not identify any issues associated with lot number 18105un21 and the complaint issue. Historical performance of the lot 18105un21 which was evaluated using worldwide field data for the troponin-I assay. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians for the lot 18105un21 are within the established limits. However, result of cal f rlu mean for the lot 18105un21 was not within the established limits. Therefore, accuracy testing for the lot 18105un21 was required. Accuracy testing was performed to evaluate the performance of reagent lot 18105un21. An internal architect stat troponin-I panel was tested with retained kits of the likely cause reagent lot 18105un21. Acceptance criteria was met, which indicates acceptable product performance. Labeling was reviewed and found to adequately address the falsely elevated patient results. Based on the investigation, no systemic issue or deficiency of the architect stat troponin-I reagent lot 18105un21 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect stat troponin-I results that repeated negative. The following data was provided (negative cutoff <0.034 ng/ml): sid (B)(6) initial troponin result 0.036 ng/ml, repeated < 0.01 ng/ml. Sid (B)(6) initial troponin result 0.055 / 0.035 ng/ml, repeated < 0.01 ng/ml. Sid (B)(6) initial troponin result 0.037 ng/ml, repeated 0.030 ng/ml. Sid (B)(6) initial troponin result 0.037 / 0.042 ng/ml, repeated < 0.01 ng/ml. Sid (B)(6) initial troponin result 0.046 ng/ml, repeated < 0.01 ng/ml. Sid (B)(6) initial troponin result 0.039 ng/ml, repeated < 0.01 ng/ml. Sid (B)(6) initial troponin was negative, repeated at 0.122 / 0.024 ng/ml. Sid (B)(6) initial troponin result 0.065 ng/ml, repeated 0.026 / 0.075 ng/ml. Sid unknown initial troponin result 0.051 ng/ml, repeated 0.052 and 0.026 ng/ml. Sid (B)(6) initial troponin result 0.065 ng/ml, repeated 0.026 and 0.075 ng/ml. Sid (B)(6) initial troponin result 0.024 ng/ml, repeated 0.122 ng/ml. No impact to patient management was reported.